Event description:
It was reported that during embolization procedure the balloon (subject device) did not deflate after several maneuvers. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
The edhr (electronic device history record) for each lot is created and maintained in mes manufacturing execution system). Automated controls within the mes system ensure that all product is manufactured in accordance to the dmr (device master record). The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. While there are a number of potential causes for the reported issue, because review of available information failed to identify a definitive cause and the device was not returned for analysis, an assignable cause of undeterminable will be assigned to the reported complaint.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during embolization procedure the balloon (subject device) did not deflate after several maneuvers. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.